Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes contained were missing label info. The following information was provided by the initial reporter: "the following issue was found in tube (367859) from lot 0227220: spot in tube ×1 bdj received an actual sample and confirmed defective printing. Sample won't be sent. Material info is changed to embedded fm to defective printing. Plant: bb".

Manufacturer narrative:
H6: investigation summary: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective printing with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective printing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
The following fields were updated with additional information: b.5. Event description: it was reported that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes contained were missing label info. The following information was provided by the initial reporter: "the following issue was found in tube (367859) from lot 0227220: spot in tube ×1 bdj received an actual sample and confirmed defective printing. Sample won't be sent. Material info is changed to embedded fm to defective printing. Plant: bb" h.3. Device returned to manufacturer?: yes. D.10. Device available for eval?: yes; returned to manufacturer: 2021-02-19.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes contained were missing label info. The following information was provided by the initial reporter: "the following issue was found in tube (367859) from lot 0227220: spot in tube ×1 bdj received an actual sample and confirmed defective printing. Sample won't be sent. Material info is changed to embedded fm to defective printing. Plant: bb".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issue was found in tube (367859) from lot 0227220: spot in tube ×1".